Event description:
The tech alleged that the right side rail was off the base of the bed and is hanging from a wire. No pt impact.

Manufacturer narrative:
The tech found the right side rail screws were stripped. The tech replaced the right side rail and labels to resolve the issue.